Manufacturer narrative:
As the reported complaint sample was not available to be returned, angiodynamics is unable to perform a device eval. The complaint could not be confirmed. The root cause for the reported defect is unk. The most likely root cause for the reported complaint is that the end user pulled the guidewire back through the needle. The weld tip of the guidewire got caught on the beveled edge of the needle causing the wire to become uncoiled; however this cannot be definitively determined at this time as the reported defective device was not returned. The instructions for use, which is supplied to the end user with this catalog number, instructs the end user to "withdraw the entry needle while leaving the 0.018" guidewire in place." During the review of the mfg records for the reported lot it was observed that the mfg lots meet all device specs and quality requirements. A review of the angiodynamics complaint sys noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported by the user via medwatch (B)(4) (received on (B)(4) 2011), during an aortogram with run off procedure, the micro introducer wire sheared subcutaneously.